Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device - 8 months. The device is expected to be returned for evaluation. It has not yet been received. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. On (B)(6) 2015, it was reported that the patient was admitted after presenting to the emergency room (ER) with abdominal/lower flank pain. At the time of the event, the patient was on coumadin and aspirin with an inr goal of 2-3. Upon admission, the patient's inr was 1.88 and a heparin drip was started. A CT scan indicated a renal infarct. The patient's pump parameters were reportedly within normal limits; however, a ramp echocardiogram on (B)(6) 2015 revealed the pump was not functioning normally. The patient''s lactate dehydrogenase level (ldh) fluctuated but spiked on (B)(6) 2015. The patient also exhibited heart failure symptoms, amber-colored urine and hematuria. A pump exchange was subsequently performed on (B)(6) 2015.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not received. The device was not available for evaluation. The report of suspected thrombus and a correlation between the device and the reported elevation in the patient's lactate dehydrogenase level and renal infarct could not be conclusively determined. Device thrombosis, hemolysis, and renal dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information. The pump was returned for evaluation. Device evaluation: thrombus was confirmed through the evaluation of the returned pump. Examination of the blood tube/rotor outlet section and the body of the rotor revealed a non-laminated deposition situated on the outlet bearing cup and outlet cone section of the rotor. A similar deposition was found in the lumen of the blood tube. The depositions were not adhered to any surface and lacked of evidence of laminated layering which suggests that the depositions did not develop in these areas. Although their specific origins and duration of time for which they were present in the pump could not be conclusively determined, the faint circumferential contact marks on the outlet cone section of the rotor indicate that depositions were present in the outlet stator while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or depositions. If the depositions were present while the pump was operating or if they were a part of a larger thrombus formation, the depositions could have potentially contributed to the reported elevation in the patient¿s lactate dehydrogenase levels; however, a correlation between the evaluation findings of the returned pump and the reported renal dysfunction could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the depositions. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended.